Manufacturer narrative:
One device was returned for repair in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. There was no relevant evidence to review in event history. Visual/functional testing was performed. The device had missing battery door, scratched lens, and damaged downstream occlusion (dso) seal. The reported problem that device failed accuracy test 3x was not verified by accuracy testing. There was no problem found. No action taken to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed accuracy test three times. The event occurred during testing. There was no patient involvement, no patient injury was reported.